Event description:
The machine alarmed "rapid air loss" while attached to the patient. After several minutes the message read "blood detected". The machine ceased pumping and a new machine had to be retrieved for the patient. The manufacturer inspected the device and confirmed there was condensation in the iab fill line. There was no explanation as to why the condensation occurred and this machine has had two such errors.